Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive flu b result on asymptomatic patient (off label use). Customer communicated results were confirmed negative by pcr. Patient tested positive an additional 2 times on (B)(6) 2021 & (B)(6) 2022 with positive flu b results (2nd report of 3). Patient is not taking any over the counter medications or supplements.